Event description:
It was reported that the insulin was returned without a complaint. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the basic occlusion test as a result of a protruded/loose drive support disk. Further testing could not be performed due to the alarm. The device was received with cracked case on the lcd display window corners, scratched screen, and cracked battery tube threads.